Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.0-3.0 inr. Pt's doctor changed her dose for a day or two after the high results.